Manufacturer narrative:
Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods and the standardization methodology used. The generated values are to be interpreted in relation to the normal reference ranges of the assays of the different analyzers. The investigation determined that a general reagent issue most likely can be excluded.

Event description:
The initial reporter received a questionable elecsys tsh result for one patient sample tested on a cobas e 801 module with serial number (B)(4). The initial result was reported outside of the laboratory. The sample was submitted for investigation where it was rerun on an e 411, e 801 and a siemen's centaur analyzer. A discrepant tsh result was identified between the customer's e 801 module and the siemen's centaur analyzer. Please refer to the attachment in the medwatch for the patient results. The serial number of the e 411 used in the investigation site is (B)(4). The lot number of the tsh reagent used in the e 411 investigation site is 574298. The expiration date is 30-sep-2022. The serial number of the e 801 used in the investigation site is (B)(4). The lot number of the tsh reagent used in the e 801 at the investigation site is 551796. The expiration date is 30-sep-2022.